Manufacturer narrative:
A review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the returned instrument found approximately half of the .2146" male hexalobe feature is damaged in that it was detached/removed for the distal tip of the driver. When used as intended the instrument would not come in contact with the amount of force required to deform and/or break the tip in this manner. Multiple attempts to obtain additional information have gone unanswered. Upon the receipt of additional information a follow report will be submitted.

Event description:
An international customer (B)(6) reported the tip of the illico torque shaft had broken. The event caused over a 30 minute delay in the case.